Manufacturer narrative:
Investigation checking the manufacturing charts of the component involved in the event, no pre-existing anomaly has been discovered in the 14 items belonging to the lot number 14l0356. This is the only complaint received on this lot number. Neither radiographies nor removed components were available to be shared for investigation. Therefore, based on the information available, we are not able to further investigate the event. However, according to the communications with the complaint source, the patient had numerous co-morbidities (we did not receive more details about what co-morbidities). Hence, considering that: no pre-existing anomaly has been found out by checking the manufacturing charts of the lort number involved in the event. The patient had numerous co-morbidities. We have no evidence to consider the event as product related. Pms data: according to our pms data, the revision rate of physica ps tibial liners - belonging to the family codes 6535.50.xxx - due to instability is lower than (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. The manufacturer will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.

Event description:
Knee revision surgery performed on (B)(6) 2025, due to mid flexion instability with anterior knee pain. The following component was removed: physica ps tibial liner #5 (part code 6535.50.514, lot number 14l0356, sterilization 1400330) patient had numerous co-morbidities, complaining of anterior knee pain with mid flexion instability. Patella component was inspected and looked pristine, osteophytes were removed, and a thicker ps liner was utilized to address instability. Healthcare professional indicated no risk or adverse event, no broken or fragments left in patient. The surgery was completed as intended. Previous surgery took place on (B)(6) 2018. The patient is a female, date of birth (B)(6) 1951. The event happened in the united states.